Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported difficulty removing the gripper line. In addition, a review of the lot history record and complaint history for the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during deployment, the gripper line was difficult to remove which may lead to a portion of the gripper line being left in the patient anatomy and/or the need for intervention. It was reported that during an unspecified mitraclip procedure, clip deployment was started; however, while retracting the gripper line, the gripper line became stuck. The clip delivery system (cds) was removed from the anatomy and then the gripper line was able to be removed. No additional information was provided.